Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance (oot) subthreshold lead impedance alert occurred on (B)(4) 2014. Maximum svc defibrillator impedance rose from 47 ohms the week ending (B)(4) 2014 to greater than 250 ohms the week ending (B)(4) 2014.

Event description:
It was reported that a remote transmission alert occurred due to high and low impedance readings on the superior vena cava (svc) portion of lead. It was further reported that a lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.